Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, capture could not be obtained. Multiple sites were tested and high impedance was noted as well. The lead was no longer used and a replacement lead was successfully implanted at that time.